Manufacturer narrative:
Technical services investigation was performed using provided session records. The results of the investigation found that there were arrhythmias where therapy was delivered but the device was not able to convert the rhythm and return to sinus. The device history record was reviewed; there were no nonconformances or rework associated with this batch/lot/serial number.

Event description:
Related MFR report number: 2017865-2025-14129. Additional information received indicates that the ICD and right ventricular (rv) lead were defective and incorrectly implanted leading to inappropriately shocked the patient resulting in permanent pain, mental anguish, and disfigurement up until his death on (B)(6) 2025.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2024 and passed away before he arrived. Device interrogation revealed far p oversensing on the right ventricular (rv) lead resulting in inappropriate shock which induced a ventricular fibrillation. The rv lead was suspected to be dislodged. The arrhythmia was not converted and the patient passed away.

Manufacturer narrative:
Correction: b1 - type of report - product problem was selected, it was previously not reported.